Event description:
It was reported that the patient was placed under general anesthesia during the permanent implant procedure. Prior to implant, the patients blood pressure began to drop quickly so the procedure was discontinued. The patient was in critical condition, unresponsive, and transported to the intensive care unit (ICU). Later that evening, the patient passed away. The physician suspected that the patient had a heart attack during the procedure.